Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4).

Event description:
Device broke or disassembled during use. "It was reported that "surgeon stated that the hoffman ii compact frame had (1) broken rod. Pt claimed that she has not walked on it or had hit the frame on anything. From our observation, the pt had bent (1) apex pin. We also observed 2 broken carbon rods. The integrity of the apex pin was not compromised. However, it was necessary to replace (2) carbon fiber rods on the frame".